Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was unable to communicate with the external devices following an unrelated surgery where it is unknown if the ipg was placed into surgery mode. Troubleshooting with an abbott representative was able to recover the ipg. The device is providing therapy.